Event description:
Through journal article, "silicone migration from intact saline breast implants", a patient presented with left side ¿pain in her left breast and axillary region¿, ¿presence of silicone deposits in the axillary lymph nodes¿, ¿silicone migration from the saline implants¿, "histiocytic reactions, signifying a foreign body reaction to silicone¿, and ¿pdms shell and suggest an inflammatory response induced by foreign material¿. The following symptoms were also reported, which are all not device-related: "suspicion of bii", ¿fatigue¿, ¿muscle weakness¿, ¿sicca complaints¿, ¿brain fog¿, and ¿arthralgia¿. Device remains implanted.

Manufacturer narrative:
Article citation: azahaf s, spit ka, de blok cjm, bult p, nanayakkara pwb. Silicone migration from intact saline breast implants. Plast reconstr surg glob open. 2024 feb 8;12(2):e5608. Doi: 10.1097/gox.0000000000005608. Pmid: 38333026; pmcid: pmc10852369. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone migration from the saline implants¿; "histiocytic reactions, signifying a foreign body reaction to silicone¿.